Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ punctured (uterus) / migration of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), fibromyalgia ("fibromialgia"), headache ("headaches"), back pain ("back pain"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, infection, fibromyalgia, headache, back pain, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, infection, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient believes essure is still present. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('organ punctured (uterus) / migration of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), infection ("infection"), fibromyalgia ("fibromialgia"), headache ("headaches"), back pain ("back pain"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage, infection, fibromyalgia, headache, back pain, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, infection, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient believes essure is still present . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.